Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported suture malposition could not be determined. The reported patient effects of hemorrhage, ischemia, dissection, pseudoaneurysm, tissue damage, infection and inflammation are known inherent risk of the procedure. Clinical engineering reviewed the article and concluded that the article does not state that seromas are being caused by the perclose device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: "total percutaneous access for endovascular aortic aneurysm repair (¿preclose¿ technique)." (B)(4).

Manufacturer narrative:
Date estimated. (B)(4). The device was not returned for analysis. Investigation is not complete. A follow-up report will be filed with all additional relevant information.

Event description:
It was reported through a clinical research study article identifying perclose proglide devices that may be related to: coagulapathy (persistent bleeding) despite infusions of plasma, platelets, and protamine requiring open repair; high (suprainguinal) puncture retroperitoneal hemorrhage requiring treatment with a viabahn covered stent; focal dissection with limb ischemia requiring open repair; deployment in subcutaneous tissue due to obestiy requiring open repair; sutures pulled though artery requiring open repair; low superficial femoral artery deployment requiring open repair; severely scarred groin requiring open repair; persistent bleeding requiring open repair; mycotic pseudoaneurysm post operation that required a common femoral artery replacement with autogenous femoral vein, wound infection, seroma and necrotizing arteritis. Details are listed in the article, titled "total percutaneous access for endovascular aortic aneurysm repair (¿preclose¿ technique)".